Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer performed the load fill tubing process to clear the alarm and resumed insulin delivery.